Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 40 mg/dl. The customer stated that he ate at 12pm and bloused for that meal and did not eat until 7pm. The customer stated that the low readings might be due to mowing his lawn. The customer stated that he forgot to change his set within the 2-3 day time frame. The customer stated that he occasionally get a no delivery alarm and his last one was a few nights ago. The customer declined help from helpline.